Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient was shot in the chest 5 times. One bullet hit the device and subsequently the device was destroyed and could not be interrogated. The patient and the lead survived. The ICD was successfully replaced with another ICD. No additional adverse patient effects were reported.